Event description:
Health professional reported that the surgeon "removed and replaced a pt lap band and port today and would like to have it sent back for evaluation." Further follow-up: health professional stated, "pt was having severe left upper and lower quadrant pain. During the pt's adjustment we were not able to aspirate saline from the band. Broken tubing."

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date and catalog number provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been complaint with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."